Event description:
Boston scientific received information that the patient implanted with this device system suffers from twiddler's syndrome. This right ventricular (rv) lead was found to be fractured. A revision procedure was performed and a space of greater than five centimeters from the two portions of the lead was observed. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.